Event description:
Boston scientific received information that high pacing impedance measurements were observed on the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. The patient had muscular dystrophy so they could they not perform the maneuvers to assess lead integrity. An x-ray or lead revision was also not possible at the moment. A copy of the device memory download was submitted for analysis. No adverse patient effects were reported. The device and lead remain in service. Disk analysis later confirmed that there had been a gradual increase in pacing impedances, which may be caused by the tissue tip interface to the heart or calcification of the lead tip. No adverse patient effects were reported. The device and lead remain in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.